Event description:
During an embolization procedure, the orbit rdfl complex fill coil stretched during placement. After the coil unraveled/stretched during placement, the coil delivery system and coil were removed without any issues. The target site was a normal a-com artery. The aneurysm was saccular, 10mm, neck 3.5mm, and the neck to sac ration was 0.35. An adequate continuous flush was maintained through the (mc) microcatheter at all times. The mc was not re-shaped prior to use. During the initial insertion of the coil delivery system there was no resistance at any time during advancement of the coil through the mc. During insertion, no additional force was utilized to advance or remove the coil/delivery system. During placement of the coil, there was no resistance during withdrawal for repositioning in the aneurysm. During repositioning process, the coil was not utilized like a guidewire, left in the aneurysm sac, while repositioning the microcatheter. After repositioning, there was no resistance when the coil was advanced. The same microcatheter was utilized to complete the procedure, since the mc was not damaged. Other than the reported event, no other damages were noticed with any other section of the device. No further information was available.

Manufacturer narrative:
(B)(4). The device was received in good physical condition. The device was tested with a generator and the energy output was verified.. During functional testing, the I-blade advanced and the jaw opened and closed; no issues were found with the jaws.

Event description:
It was reported that during an unknown procedure the jaws would not open and close. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time. (B)(4)